Event description:
It was reported that the user accidentally announced the same meal twice on the ilet, after which blood glucose was measured at 68 mg/dl. While retrieving oral glucose to correct, blood glucose increased to 77 mg/dl which was confirmed by a glucometer. The user was educated that this was in range and there was no longer a need to correct with oral glucose. Upon follow up, the sensor reading was 69 mg/dl and glucometer confirmed 71 mg/dl. The user was advised they could treat with a small amount of fast-acting carbohydrates, with subsequent reading of 78 mg/dl. Symptoms included hypoglycemia and hot flashes/ flushes. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified involving the user interface consistent with an accidental meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.